Manufacturer narrative:
Philps has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned coronary treatment, which could be completed by restarting the system. Log file analysis identified an issue with the system¿s voltage output. The field service engineer inspected the system onsite and performed a system power recycle and a reset of the host pc connections. After functional tests were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a start-up issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the start-up issue may resolve, allowing for continuation and completion of the procedure. A start-up issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system was not switching on. No harm has been reported to philips. The field service engineer inspected the system onsite and recycled the system power, done reset of host pc connections and returned the system to use in good working order.